Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support, who provided detailed instructions on resetting the pump. After following these steps, the caller was able to start their sensor session successfully, and the error did not reoccur.